Event description:
The diabetic educator called to make sure that the pump is functioning properly. It was reported that the customer was hospitalized for lbgs. The contact stated that the customer received an alarm. The customer waited until the spouse got home to replace the set. Meanwhile, the customer had bolused without testing bg. The contact stated that the customer had over medicated. In addition, the customer has recently increased activiity level. Troubleshooting was done and the pump is operating as designed.